Event description:
Philips received a complaint from customer biomed reporting a low leak co2 rebreathing risk alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue occurred during preventative maintenance servicing. The rse reviewed the test setup and determined the issue was due to use error. The rse advised the bme of the correct test fitting and, if a test lung is in use, a whisper swivel was also required to be in use for testing. The device alarm for low leak was resolved once the test setup corrections were implemented. The device was confirmed as operational and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.